Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) foot tray swap pedal was stuck in, and the customer was unable to swap or take control of any of the arms. Tse asked customer to swap arms using the scc touchpad; however, was unable due to the stuck swap pedal. The system was power cycled; however, the customer was unable to control the arms. The customer used the instrument release kit (irk) to release the instruments. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04/08/2026: there were no additional ports or ports increased port incision; was able to use prior port placement set up. Two instruments were stuck on gallbladder and tissue was safely removed using irk.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse swapped the foot pedal which had a piece of non-intuitive debris stuck between the swap pedal and the tray itself, causing the pedal to be stuck in the activated position. Fse ran the axis in and out to confirm the cables were routed properly. All pedals work properly now. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The footrest was returned for failure analysis, but the reported issue could not be confirmed or replicated. In system logs, no related errors were found that could be associated with the reported event. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system and underwent 10 power cycles without any errors being triggered. The footrest was operated in normal mode with instruments and functioned as expected. All the pedals were pressed multiple times before and after the 10 power cycles and were found to be responsive. The unit was found to be fully functional. The probable root cause could not be determined based on failure analysis; however, the cause is likely due to an electrical component failure withing the footrest.